Event description:
Information was received from a patient representative regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the communicator had not been 'working right' for about 2 weeks and the patient thought the communicator is 'bad'. The patient stated the only way, they can give themselves a bolus is if it is 100%, and they have to wait and wait when it is 86%. The patient stated they will charge the communicator to 100% and then it will work. The patient denied issue being the 90% lag - later in the call, the patient was describing the issue occurring during retrieving pump settings screen. On the call, communicator was 96% and handset was 91%. The patient was assisted with clearing data on the handset. The patient connected to the pump without issue and was able to give a bolus. The patient stated when connecting, 'it' sits there at 91% for 30 seconds. Agent recommended to monitor the issue and can call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: hh90t02, serial# (B)(6), product type: mobile platform. Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.